Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, a reporter contacted animas alleging that the keypad buttons were difficult to press after the rubber had fallen off. The patient noted that the tactile changes occured after they had glued the keypad rubber back on to the device. This complaint is being reported because it was not resolved with troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 01/15/2014. Device evaluation: the device has been returned and evaluated by product analysis on 12/31/2013 with the following findings: the keypad was peeled off the pump and all of the button contacts were missing. All buttons were unresponsive. Contamination was observed on all of the button contacts. Unrelated to the keypad issue, the pump booted to the verify screen with dim pink contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.